Event description:
Failure/fracture of stryker yukon posterior cervical pedicle screws at t1 pedicle a few months after surgery leading to chronic pain and requiring revision surgery dislodgment of the screw endcaps over t1 pedicle screws after posterior cervical fusion using stryker yukon posterior cervical system leading to motion and chronic pain requiring revision surgery.